Manufacturer narrative:
(B)(4). The customer complained of the generation of error codes 1005 and 1008 when running assays on the architect i1000sr analyzer, (B)(4). Based on the results of dispense tests performed by the customer, field service was dispatched. The field service representative was informed by the customer that prior to observing the 1005 and 1008 errors, 3 bnp (b-type natriuretic peptide) and 2 troponin results were reported as negative and subsequently questioned by the emergency room. When the samples were retested on the customer's i2000, they were positive. Field service replaced the wash zone manifold valve as a hard failure and the issue was considered resolved. Evaluation of the issue included a review of the analyzer's service history, similar internal and external reports, and a review of current labeling. There were no adverse trends noted in association with the wash zone manifold valve kit. A review of the architect system operations manual indicates that labeling adequately addresses the issue. There is no indication of a deficiency of the architect i1000sr.

Event description:
The customer stated that two false negative architect stat troponin-I results were generated on the architect i1000sr analyzer. The results were reported to the hospital emergency room and were questioned based on the condition of the patients. The samples were tested on an architect i2000 analyzer and the results were positive. No specific individual patient data was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete.